Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed which did not identify any abnormalities that could have contributed to the reported condition; all the components were correctly placed and according to specifications. A pressure test and a clear passage under water test was performed and the results were satisfactory. Functional leak test, priming test, and simulated use tests were performed and no issues were noted that could generate a leak.the reported condition was not verified. The sample met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo set leaked from the port. This event was further described as, ¿dripping from the port and small puddle on the floor¿. This occurred during patient infusion with sodium chloride. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E4: a report would be submitted for this event; however, a report # was not provided. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.